Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was not reproduced. And a probably cause could not be identified. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed error code b30 when connected to the endoeye deflectable videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital. Added here due to character limitation in respective field.